Event description:
Patient underwent a right ankle pilon fracture repair. This fracture was severely comminuted. Patient had an infection at the operative site subsequent to the surgery. During an office follow up visit in the summer of this year, radiographs identified "a broken screw in the talus". The screw was removed five days later.what was the original intended procedure?right pilon open reduction, internal fixation.device #1is this a laboratory device or laboratory test?no.